Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The device was also received with scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.